Event description:
Customer reported the cine drive won't work. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the cine drive to be faulty. Customer will ordered cine drive replace.